Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain, I am in so much pain") and genital haemorrhage ("heavy prolonged bleeding") in a 23-year-old female patient who had essure (batch no. C51051 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no test till october 8 th which is hsg test". The patient's concurrent conditions included overweight and menses irregular with excessive bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015 for birth control as well as hormones and related agents and medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy and painful menstrual cycles /abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("heavy and painful menstrual cycles /dysmenorrhea (cramping) /menstruation pain"), dyspareunia ("pain with intercourse /dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), weight increased ("weight gain /weight gain / loss specify which one:,"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), rash pruritic ("rashes or skin conditions type: skin rashes and itching") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)type: urinary tract infections"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and abdominal distension ("I m bloated"). The patient was treated with antibiotics, paracetamol (tylenol es), thomapyrin n (excedrin migraine), ondansetron (zofran) and surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, mccall's culdoplasty, cysto). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, alopecia, vaginal haemorrhage, fatigue, nausea, migraine, headache, urinary tract infection, rash pruritic, vaginal discharge and abdominal pain lower had resolved, the genital haemorrhage, back pain and abdominal distension outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash pruritic, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient took over the counter multivatamins for women for fatigue. Took over the counter pain management medications for pain. Patient used creame for rashes or skin conditions type: skin rashes and itching. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion, full occlusion approximate weight at the time of essure placement 177.00 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia, dysmenorrhea, dyspareunia,back pain, I m bloated,no test till october 8 th which is hsg test were added. Quality-safety evaluation of ptc: reported lot number was invalid. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain, I am in so much pain") and genital haemorrhage ("heavy prolonged bleeding") in a (B)(6) year-old female patient who had essure (batch no. C51051) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no test till (B)(6) which is hsg test". The patient's concurrent conditions included overweight and menses irregular with excessive bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 for birth control as well as hormones and related agents and medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy and painful menstrual cycles / abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("heavy and painful menstrual cycles / dysmenorrhea (cramping) /menstruation pain"), dyspareunia ("pain with intercourse /dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), weight increased ("weight gain /weight gain / loss specify which one"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), rash pruritic ("rashes or skin conditions type: skin rashes and itching") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal)type: urinary tract infections"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and abdominal distension ("I m bloated"). The patient was treated with antibiotics, paracetamol (tylenol es), thomapyrin n (excedrin migraine), ondansetron (zofran) and surgery (laparoscopically assisted vaginal hysterectomy, bilateral salpingectomy, mccall's culdoplasty, cysto). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, alopecia, vaginal haemorrhage, fatigue, nausea, migraine, headache, urinary tract infection, rash pruritic, vaginal discharge and abdominal pain lower had resolved, the genital haemorrhage, back pain and abdominal distension outcome was unknown and the weight increased had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash pruritic, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient took over the counter multivitamins for women for fatigue. Took over the counter pain management medications for pain. Patient used cream for rashes or skin conditions type: skin rashes and itching. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion, full occlusion approximate weight at the time of essure placement (B)(6) lbs. Concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record: menorrhagia, dysmenorrhea, dyspareunia, back pain, I am bloated, no test till (B)(6) which is hsg test were added. Most recent follow-up information incorporated above includes: on 07-jun-2018: other reporter records, patient, concomitant medication, hormone injection, new event back pain, I m bloated, no test till (B)(6) which is hsg test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") and genital haemorrhage ("heavy prolonged bleeding") in a 23-year-old female patient who had essure (batch no. C51051) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015 for birth control. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy and painful menstrual cycles /abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("heavy and painful menstrual cycles /dysmenorrhea (cramping) /menstruation pain"), dyspareunia ("pain with intercourse /dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), weight increased ("weight gain /weight gain / loss specify which one:,"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines / headaches (event splitted for coding)"), headache ("migraines / headaches (event splitted for coding)"), rash pruritic ("rashes or skin conditions type: skin rashes and itching") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)type: urinary tract infections"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with antibiotics, paracetamol (tylenol es), thomapyrin n (excedrin migraine), ondansetron (zofran) and surgery (on (B)(6) 2016, plantiff underwent a laparoscopic assisted vaginal hysterectomy and salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, alopecia, vaginal haemorrhage, fatigue, nausea, migraine, headache, urinary tract infection, rash pruritic, vaginal discharge and abdominal pain lower had resolved, the genital haemorrhage outcome was unknown and the weight increased had not resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash pruritic, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient took over the counter multivatamins for women for fatigue. Took over the counter pain management medications for pain. Patient used creame for rashes or skin conditions type: skin rashes and itching. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion, full occlusion. Approximate weight at the time of essure placement 177.00 lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. Reporter was added. Patient details, lab data, treatment drugs, concomitant drug and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), fatigue, nausea, migraines / headaches, infection (bladder/urinary tract/vaginal)type: urinary tract infections, rashes or skin conditions type: skin rashes and itching, vaginal discharge and lower abdominal pain were added as events. Essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On(B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy and painful menstrual cycles"), dysmenorrhoea ("heavy and painful menstrual cycles"), dyspareunia ("pain with intercourse"), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a laparoscopic assisted vaginal hysterectomy and removal of essure with fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, alopecia and weight increased outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.